Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v246530, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 23-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's hcp wanted to replace the ins. The patient stated they have always had trouble getting the ins programmed so they had stimulation on their right side. The patient stated his pain was on the right side toward the middle of his thigh. The patient states he can get the stimulation on the left side, but not to the right. The patient reported 5 manufacturer¿s representative's (reps) have tried to program the ins, but he has not been able to get therapy in the correct place. The patient thought the paddle lead was not in the right spot. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.